Manufacturer narrative:
The insulin pump passed rewind test. No rewind anomaly was noted. However, the pump was received with a grinding noise sound during rewind due to faulty motor. The pump was received with intermittent button response due to moisture damage on keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a rewind anomaly from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that she had a hard time getting the pump to rewind. The customer stated that the scroll bar is not moving up or down from the user. The customer mentioned one no delivery alarm in the alarm history. The customer stated that the act button was unresponsive during bolus. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.